Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a kangaroo e-pump. The distributor states that one of this customers returned the e-pump because it was not working. Additional info was requested by the distributor, but no further info was provided. The distributor visually inspected the unit and found the unit to have a burn hole in the back of the unit.